Manufacturer narrative:
The customer did not report that the battery was hot to touch. The reported allegation was that multiple temperature alarms occurred that could not be cleared. H6: 3022 removed, 1013 added. The customer did not report that the battery was hot to touch. The reported allegation was that multiple temperature alarms occurred that could not be cleared. H6: 3022 removed, 1013 added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a multiple intermittent pump alarms (alarm 11). Reportedly, the pump was extremely hot to touch. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.